Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clipper fired the clips helicoidally. This made them close incomplete. Another device was used to complete the case. There were no adverse consequences to the patient.